Event description:
Customer reports to have high blood glucose and ketones. Customer's blood glucose was 315 mg/dl, which was treated with manual injection. Customer states she contacted her healthcare professional who believes temp basal was turned off. After troubleshooting, it was found that temp basal was set, but turned off and reverted to normal basal. Customer was advised to monitor issue and to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.